Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned. Visual and functional inspections were performed. There was a longitudinal rupture in the entire length of the balloon. The resistance and kink was confirmed. It is likely that the resistance encountered was due to the armada 14 being advanced through a reduced clearance due to anatomical conditions. Continued movement against resistance likely cause the kink and the devices to become stuck. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was performed to treat an un-specified lesion. The 3.0 x 80 mm armada 14 balloon dilatation catheter (bdc) was used.; however, became stuck and kinked during use. Another armada bdc was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.